Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model: mc1vr01-delsys/ expiration date: 28-apr-2020/ serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 03-dec-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing the leadless implantable pulse generator (ipg) during the implant procedure. After the successful placement of tines, adequate measurements were taken, however the leadless ipg dislodged while removing the tether. It was reported that the tether was difficult to remove after deployment. A snare was used to retrieve the leadless ipg. A new ipg was implanted on the right side the next day. No patient complications have been reported as a result of this event.